Manufacturer narrative:
The investigation reviewed the calibration data, which showed a high compensation value that will be added to the measured results. The specific cause of the event could not be determined, as the ion-selective electrode unit was replaced. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) replaced the dilution vessel, zipper, and vacuum nozzle. The sample probe was replaced and adjusted. Qc was acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of qc issues and questioned the results for an unspecified number of patient samples tested for sodium (na) on a cobas c 303 analytical unit. Discrepant results were provided for 1 patient sample. The initial na result was 147.2 mmol/l. The repeat result was 142 mmol/l.